Event description:
It was reported that 455 of the bd¿ blunt fill needle experienced foreign matter contaminated. The following information was provided by the initial reporter: bd 18 gx11/2-inch blunt fill needles may not be sterile. Black particles/flecks/debris were found in needle packaging from two lots. Some needles had the particles adhered to the needle shaft.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1911916-2023-00162 was sent in error. The customer indicated there was no product complaint encountered. MFR#: 1911916-2023-00162 is void as a result.

Event description:
It was reported that 455 of the bd¿ blunt fill needle experienced foreign matter contaminated. The following information was provided by the initial reporter: 1. Bd 18 gx11/2-inch blunt fill needles may not be sterile. 1. Black particles/flecks/debris were found in needle packaging from two lots. 2. Some needles had the particles adhered to the needle shaft.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2175384 . Medical device expiration date: 31-oct-2027. Device manufacture date: 24-jun-2022. Medical device lot #: 2144983. Medical device expiration date: 30-sep-2027. Device manufacture date: 24-may-2022.